Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the hospital for chest pain, during a device check lead dislodgement was observed. Patient had twiddler syndrome. Upon abnormal device telemetry, no capture and no sensing issue was also observed on the device. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The full helix length was within specifications.